Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the probe tip of three different thunderbeat hand pieces broke off and fell into the patient during cauterization. All device fragments were successfully retrieved using grasping forceps and the physician performed a visual inspection of the area as well. There was no error messages observed when the thunderbeat devices broke. A fourth similar device was used to complete the intended procedure. It was reported that the procedure was extended for approximately a half hour. However, there was no patient injury reported. Olympus followed up with the user facility and was informed that the devices were inspected prior to the procedure and no anomalies were found. All of the thunderbeat devices used were from the same lot. It was stated that two of the devices will be returned to olympus for evaluation, however one was discarded by the user facility. No further information has been provided. This is one of three reports.

Manufacturer narrative:
The device was returned to olympus for evaluation. The distal end of the device was inspected under a microscope and confirmed that the probe tip had broken off. The broken probe tip was returned and measured approximately 16mm in length from the distal end. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented. Please cross reference this complaint with: 2951238-2015-00275, 2951238-2015-00276